Event description:
The user's hearing perception is affected. The user will be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, two channels have been deactivated due to non-auditory perception and two channels have been deactivated due to high impedance, which likely contributed to the decrease in hearing benefit. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a sudden decrease in hearing benefit. Reportedly four channels have been deactivated for several years due to hi status and no auditory perception, however the recipient still had satisfactory hearing perception. Device investigation revealed damage to the active electrode caused by device minute mobility explaining the reported deactivated channels. No technical failure explaining the sudden decrease in hearing was found. This is a final report.